Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. [Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this patient was seen in the emergency room due to inappropriate shock therapy. This implantable cardioverter defibrillator (ICD) was interrogated and revealed anti tachycardia (atp) and two shock therapy were delivered for a supraventricular tachycardia (svt). It was noted that this rhythm accelerated from a ventricular tachycardia-1 (vt-1) zone to a vt zone, due to programming limitations. This resulted in inappropriate therapy. The physician reprogrammed the device for optimization for this patient and to prevent future inappropriate therapy. No adverse patient effects were reported. This device remains implanted. Subsequently the device was returned for analysis.